Manufacturer narrative:
Our complaint investigation is finalized. Our field service engineer (fse) visited the hospital to troubleshoot the device. The fse concluded that the leakage was traced to the expiratory cassette. The leakage condition was not present after the fse replaced the expiratory cassette with another cassette from the hospital. Based on this information our conclusion is that the detected leakage was related to this part. The ventilator passed all calibrations, functions and safety tests after replacement of expiratory cassette. No expiratory cassette were returned back for our investigation. Internal leakage related to expiratory cassette will be detected in pre use check. If leakage may occur during ventilation, the leakage will be small and not likely to affect the delivered volumes. The cause of the leakage is not established, but could be due to insufficient cleaning of the expiratory cassette, or that the cassette was not sufficiently installed after a cleaning procedure.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).